Event description:
The patient's parents reported that the patient experienced a loss of lock with her device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed showed out of range impedance. X-ray result indicated normal position of the array. Surgery to explant the patient's c1 device was scheduled.